Event description:
It was reported that the customer received multiple auto-off alarms while sleeping. The customer cleared the alarms and resumed insulin delivery successfully. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer understood that the auto-off safety feature was set to 12 hours and the alarms occurred due to no interaction with the pump for an extended period of time.

Manufacturer narrative:
The t: slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.